Event description:
It was reported that the intra-aortic balloon (iab) catheter was prepared in the cath lab per instruction, including the one way valve with negative suction. As the catheter was advanced into the sheath, a hard stop was felt. The user stated the catheter did not appear to be unwrapping. The catheter and sheath were removed and another balloon was prepared and inserted without problems. The sheath used on the original insertion attempt was the super arrow-flex sheath.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.